Event description:
It was reported that the pt had a pump revised and placed in the right abdomen due to erosion (see MFR's report # 3004209178200903039). The pt was discharged in 2009. The nursing home staff had put pressure on the pt's incision. The pt was admitted to the hospital the following month, due to infection. The site was operated on. Pressure was again put on the incision. The pt had another open wound and the pump was explanted (date not specified). At the time of the report, the pt remained hospitalized. Final pt's outcome was not reported.